Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be field as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4). This report was mailed to FDA on: 03/12/2014. (B)(4).

Event description:
A customer reports during a cataract extraction with intraocular lens implant procedure the footswitch presented problems. The surgery was completed with the same system but an alternate footswitch was used with no harm to the pt.